Manufacturer narrative:
Based on the investigation activities performed, no definitive conclusion can be made at this time as to the optifix fixation device being a contributing factor in the reported complaint event. The subject product was discarded by the user facility and not available for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use include with the device recommend the following: "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2020, during a laparoscopic ventral hernia procedure (ipom), the optifix straight 30 device was attempting to fixate a ventralight st mesh w/echo ps hydrated for 5 seconds in saline. With appropriate counter pressure applied to the distal end of the device using the contra-lateral hand, the surgeon fired the optifix straight tacker 3 times and the fasteners did not fixate into the abdominal tissue. During the 4th attempt, the system was blocked and could not fire. After the problem occurred, the optifix straight was removed from the patient and tested in gauze; however the device did not function properly. The procedure was completed with another optifix straight fixation device. The surgeon is an experienced user of the device. There was no reported patient injury.